Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ moderate ¿severe calcification and vessel tortuosity. (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ moderate ¿severe calcification and vessel tortuosity. Inherent risk of procedure ¿ (stent deformation).

Event description:
A physician was attempting to deliver 1 (one) resolute integrity drug-eluting stent to treat a moderate ¿ severe calcified lesion lcx in a tortuous vessel that exhibited 99% stenosis. It was reported that the lesion was pre-dilated with 50% stenosis remaining, however the stent failed to cross due to calcification at tortuous area in the lcx. Resistance was experienced when passing through the lesion. When the physician withdrew the device from the patient, the wire stuck and resistance was noted. The whole system was withdrawn along with the gw and deformation of the stent strut was confirmed in vitro. Another resolute integrity drug-eluting stent was used to treat the patient. No patient injury occurred during this event. Evaluation summary: no resistance felt while loading a 0.015" patency mandrel. The 1st seven proximal stent segments were deformed with numerous struts raised. The 4th, 5th and 6th distal segments were deformed. The remaining segments were intact.